Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-23136 - device 4 of 5

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of 5 infusion sets being kinked on 10-jul-2024. The sets was found to be kinked 3 or more hours after insertion, after being in use for 5 hours. The site of insertion was located at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.